Event description:
It was reported that the universal battery charger (ubc) had a burning smell when a battery was inserted into slot 2. It seemed there was an electrical short. The ubc was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) having a charging issue due to an electrical short was confirmed. During the evaluation of the returned ubc, serial ubc-08153, the system booted up as intended. After booting up, error s0003 displayed on slot 3. This issue was isolated to a damaged component on the main printed circuit board (pcb). No functional test was performed due to the damaged component and replacing the pcb resolved the issue. Preventative maintenance was performed and all tests were performed per procedure. The main pcb was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the main pcb revealed an electrically damaged power supply controller ic (u18) in channel 3. Pins 5 and 6 were severed from the board. U18 is responsible to providing voltage to channel 3 so that the battery can be charged in that slot. An electrically compromised u18 would result in loss of power to the rest of the channel in the main pcb. The root cause for the reported event was determined to be a damaged u18 on the main pcb; however, a root cause for this damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The ubc instructions for use (IFU) explains under the responding to advisory messages how to troubleshoot any errors or alarms. The ubc IFU explains under the responding to advisory messages how to troubleshoot any errors or alarms. It states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc. No further information was provided. The manufacturer is closing the file on this event.